Event description:
Six (6) houres after the index procedure, the patient complained of chest pain. Coronary angiography demostrated thrombus inside the previously implanted cypher stent. Ptca was conducted with a 3.25 mm balloon with and unk length. Urokinase was also administered - dosage unk. The patient was reported to be stable post-procedure. The physician's comment regarding the event was that the amount of ticlopidine hydrochloride administered pre and post-procedure was half the usual amount due to a communication error in the hospital. The physician has warned the nurse.